Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation. A visual inspection and functional testing of the returned devices was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. Two devices were returned for investigation. The returned packaging confirms the reported complaint device lot number. Device a was returned with the handle in the closed position and the basket formation partially closed. Visual examination noted the support sheath is bowed in appearance. There are kinks in the basket sheath located 10.8 cm from the distal tip, and again at 29 cm, 86 cm, and 87 cm from the distal tip of the basket sheath. Functional testing found the handle actuates the basket formation. The basket formation appears flattened. Device b was returned with handle and the basket formation in the closed position. The closed basket appears gapped. Visual examination noted kinks in basket sheath located 10 cm from the distal tip, and again at 89 cm from the distal tip of the basket sheath. Functional testing found the handle does not actuate the basket formation. The clear sheath coverings are ripped away from the basket wires. The handle was disassembled for observation. Manually, the functional testing found the basket formation cannot be manually actuated. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history revealed one additional complaint associated with the complaint device lot. The additional complaint was reported from the same customer for a similar event. Investigation of the device returned found no issues, the device functioned normally. No manufacturing issue or other common cause was identified between the two complaints, therefore there is no indication that other devices from the lot are suspect. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Both baskets were found to be damaged, preventing proper closing of the basket. With the baskets unable to close properly, it would have prevented the introduction of the baskets into the scope, resulting in the reported issue of devices wouldn't fit through the scope. The cause for the observed damage could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
Concomitant medical products: flex x by storz. Occupation: or coordinator. PMA/510(k) #: exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during a stone extraction in the kidney, two ngage nitinol stone extractors wouldn't fit through the scope, so they could not be used. A 3rd ngage nitinol stone extractor from a different lot was used to complete the procedure. Additional information was provided on 08-mar-2019. The original size of the stone they were attempting to remove was 1.3cm. The stone was broken up by laser and much smaller size stones were attempted to be captured by the basket. It is not known what size of stones they were actually trying to remove, but believed they would have been small enough to pull through the scope. Some of stones were small enough that they could not be captured in the basket because the basket would not close all the way. Other stones were able to be captured, but the basket would not close all the way preventing them from being able to be pulled back through the scope. No additional procedures were required and there were no adverse effects to the patient as a result of this occurrence.